Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The target lesion was in an unspecified location. While inserting the 3.00x20mm taxus liberte stent delivery system (sds), the shaft kinked. The physician continued to advance the sds and it crossed the target lesion. It was not possible to deploy the stent at the target lesion because there was a hole where the shaft had kinked and the balloon would not inflate. The sds and secured stent were removed from inside the pt but a shaft break occurred outside the body. The procedure was completed with another of the same device. No pt complications were reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B)(4).